Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the newly implanted right ventricular lead exhibited t-wave oversensing, which the device failed to discriminate from a true tachyarrhythmia, resulting in administration of one inappropriate shock. Sensitivity was reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.